Event description:
On the (B)(6) 2023, during a perm procedure, while preparing the access around the active anchor to remove it, it was possible to pull out the lead completely without opening the set screw. It was noticed that the lead migrated with contact out of the anchor. The lead was also accidentally cut. It was 100% confirmed that the setscrew was closed during the initial positioning on the 1st of march 2023. The initial material was removed completely and a new lead was positioned. In the same procedure, the cls was connected.